Event description:
Patient presented in-clinic after receiving inappropriate shocks. X-ray imaging was performed and revealed the right ventricular (rv) lead was dislodged. A revision procedure was performed. During the procedure, the suture sleeve was found to be loose which was suspected to have contributed to the dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock and a loose suture sleeve. As received, a complete lead was returned in one piece with the helix extended within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. No anomalies were noted to suture sleeve with the exception of suture sleeve being cut which is consistent with procedural damage.